Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/2/2018 resulted in defect found: no chemistry observed on returned test strips. After qc investigation the event was determined to be reportable. Final root cause: rc-003 washed strips. Test strip (B)(4). Note: manufacturer contacted customer on 4/26/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer complaint of e-0 error; test strip error. E-0 error occurred after the blood sample is absorbed. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2018 produced result of e-0. Storage location not disclosed. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is a few weeks ago.